Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed critical error. Customer's blood glucose was 153mg/dl at the time of incident. Customer was advised to revert to a back-up plan and that the device would be replaced. No further details given.

Manufacturer narrative:
The device was received with critical pump error and pump error35 noted in history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device had minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, a pillowing keypad overlay and a fading serial number label.